Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that death occurred. In (B)(6) 2013, the patient presented with old myocardial infarction (mi). Subsequently, index procedure was performed. The 15mmx2.5mm, 90% restenotic, concentric, type b2, target lesion was located in the non-calcified and mildy tortuous right posterior descending artery (rpda). The physician treated the lesion with pre-dilatation and placement of a 2.25x24mm promus element¿ plus stent at 14 atmospheres, resulting in 0% residual stenosis with timi 3 flow. One day post procedure, the patient was discharged from the hospital. In (B)(6) 2014, the patient expired and the cause of death is unknown.